Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2009. According to the complainant, post procedure, the patient experienced chronic infections, pelvic pain, and dyspareunia. The exact nature and date of onset for each are unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.